Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs or symptoms of hyperglycemia. The alleged health event does not qualify as a serious injury. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. This complaint is being reported because the alleged inaccurate delivery issue of unknown cause was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 05/04/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the black box data revealed an alarm for exceeding the 15 minute duration limit for a user-suspension of the basal program. The total daily dose and basal history are appropriate per the user programmed basal rates. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed all keypad buttons were appropriately responsive. No damage or defect was found to the keypad contacts. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy check.